Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 85 96sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (unknown concentration) 25.0 mg/day via an implanted pump. The indication for use was spinal pain. The pump was alarming or beeping a singletone. The refill appointment was scheduled out too far and the pump ran empty. The patient experienced withdrawal and presented to the emergency room (ER) (B)(6) 2015. The patient was given oral medication to help him for the next couple of days. Specific patient symptoms, interventions, troubleshooting, diagnostics, concentration of dilaudid, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.